Manufacturer narrative:
The device was not returned for evaluation. The clinical file from the event was returned and evaluated. Review of the clinical file indicated all of the segments except for segment one matched predefined waveform measurements for vf. Results were influenced by very low voltages. Peaks were detected appearing unevenly spaced, combined with the number of positively and negatively deflecting peaks detected, caused measurements to match a chaotic rhythm, which caused the device to prompt "shock advised". Device was found to be performing as it's designed and within the limitations of the technology. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 63-year-old male patient, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.